Manufacturer narrative:
(B)(4). The device was returned and reviewed and has a fracture on the distal part of the impactor .visually and verified the device to be the correct size. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that during an initial oxford knee procedure whilst inserting the tibial component the distal part of the impactor fractured. All pieces were removed successfully.